Event description:
The wife of a male patient contacted lifecor customer support to report that one battery pack does not seem to be holding a charge for twenty-four hours. A patient services representative (psr) visited the patient and replaced this battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation battery pack has been completed. One battery pack would not work because there was an unknown substance inside the battery pack. One of the cells was corroded. The battery pack was scrapped. The root cause of the battery pack not charging was this unknown substance. No adverse event occurred due to the defective battery pack. The patient received a replacement battery pack.